Event description:
Reporter is diabetic and without a pancreas. States he has to check sugar levels 12-14 times a day. Reporter has a glucose sensor in arm and the reader is separate. States his reader has been malfunctioning. Reader experiences signal loss regularly, even when in range. Reader also shows inaccurate readings. Few times has experienced the reader showing above 200, when a test strip shows around 50. Reader also does not hold charge for more than a few hours. Reporter has experienced lethargicness when blood sugars are low. His reader has been replaced once before due to same issues. Reporter has called the manufacturer (abbott) to explain reader malfunction. Reporter is frustrated with poor customer service. He had to call multiple times with no resolution. His doctor has made a new prescription for a replacement from abbott, but the manufacturer states they cannot send anymore replacements to this patient. Reporter now uses manual test strips but states the packaging for this device is difficult to open, especially when he is lethargic. Patient code: 2560, 1912. Device code: 2922. Referencing reports mw5178304 and mw5178305.